Manufacturer narrative:
The reported event of no bluetooth (ble) telemetry was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined. If additional information is received, the analysis will be re-opened and reassessed. The patient is showing as connected via merlin.net as of the closure of this investigation.

Event description:
During a remote follow-up, a loss of bluetooth (ble) telemetry was observed on the device. Technical support was contacted and the ble was reset to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a bluetooth (ble) reset was performed to resolve the event. The patient was stable.